Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had no button response due to corroded keypad traces. The device had minor scratched display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported a button error alarm. He stated he had replaced the battery but was still receiving the alarm.diabetes mellitus the customer's blood glucose was 90 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).